Event description:
It was reported that the patient came in for followup complaining of some momentary dizzy spells and the atrial lead was found to have non-capture, even when output was increased to max. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407658 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).